Manufacturer narrative:
The device was returned on august 20, 2015. (B)(4). The product analysis was completed on september 4, 2015. The product analysis indicates that there was no communication. The connector board was replaced. The device was tested and passed manufacturing specifications. Method: actual device evaluated; visual inspection; labeling evaluation. Result: electrical problem. Conclusion: device repaired and returned.

Manufacturer narrative:
(B)(6). (B)(4). Device not cleared in us, but similar device is available. The device has not been returned. Therefore, a product analysis has not been performed. This device is used for therapeutic purposes.

Event description:
It was reported that during use, the device was not working. Requests for additional information have been made with no additional information provided at this time. There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.